Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision surgery for torn pcl for a left knee. Surgeon converted knee into stabilized design.

Manufacturer narrative:
An event regarding instability due to torn pcl involving a triathlon insert was reported. The event was not confirmed. Device evaluation: could not be performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review:indicated devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review:there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the information provided. Further information such as product return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery for torn pcl for a left knee. Surgeon converted knee into stabilized design.